Event description:
Mild myopia (-1.25) with mild astigmatism, overall vision was good, no complaint before surgery, after I had lasik I have severe pain in eye after surgery immediately. It made me suicidal. Also halos, star burst, loss of contrast sensitivity, very bad night vision, photophobia, I cannot see in low light. It did not improve with time; 40 days post surgery I have severe dry eyes and blurry vision, associated with headache and eye strain that crippled my life. I have more astigmatism pst-op than pre-op, vision is bad and requires eye drops every 10 mins, the side effects defeat the purpose of the surgery, because I cannot see as well as pre-op; lasik. FDA safety report ID# (B)(4).